Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 314 mg/dl. Customer stated that she thinks that the insulin pump is not delivering. During the call was found that the customer wears the infusion sets for 4-5 days. Nothing further was reported.